Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege on or about (B)(6) 2010, patient suffered aches and pain in his left hip, stiffness and difficulty with activities of daily living, and elevated levels of chromium and cobalt by blood test dated (B)(6) 2010. Patient has not yet scheduled an explantation of the asr hip implant. Update apr 20, 2017. Litigation received. Supplemental fact sheet reviewed. Patient had a revision on (B)(6) 2016 on left hip. The stem and sleeve were added since patient alleges elevated levels of cobalt and chromium. This complaint was updated on apr 26, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history review: (B)(4) parts were manufactured per specification and all raw materials met specification. There were no nc¿s or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.